Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and engaged in interlock. The I-beam was advanced to the 5cm cut line. All staples were fired, formed, and found between anvil and cartridge. During functional testing, the reload jaws were manually opened. The laminates were examined and no abnormalities were observed. Further testing was withheld for engineering. Engineering loaded the reload onto a handle and the interlock was overridden. The device fired without issue, and the blade was retracted without issue. It was reported that it was difficult to retract the knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: clamped jaws without instrument attachment. Visual inspection noted that the jaws of the reload were clamped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic anterior resection, after firing in the colon, it was difficult to retract the knife blade. Another reload was used to complete the case. There was no patient injury.